Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. As a precaution, the gib, pcb, and interconnect cable were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system intermittently shut down. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.